Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. However, a definitive root cause of burn on the distal end cover could not be identified. Based on the results of the investigation, the probable cause and root cause of the noise on screen could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited burn on the distal end cover and there was noise on screen when startup due to damage on charged couple device unit. There was no patient involvement.